Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: visual analysis of the photographs identified: broken shell. Red particles in the gel. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Explanting physician reported intracapsular rupture diagnosed by MRI. The device has been explanted. This record relates to the right side.